Event description:
It was reported that during the procedure, after pre-dilating a heavily calcified, de novo, 100% stenosed lesion in the heavily tortuous mid right coronary artery with a non-abbott balloon dilatation catheter (bdc), a 2.75x12 xience v rx stent delivery system (sds) was advanced to the lesion with resistance felt, but no force was applied. The stent was then deployed, resulting in a vessel dissection and the xience v sds was withdrawn from the anatomy without resistance. Routine post-dilatation of the xience v stent was performed and the dissection was successfully covered via deployment of a non-abbott stent. Post-dilatation was performed using the same non-abbott bdc. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.